Event description:
It was reported that a user experienced hyperglycemia while using an ilet system, attributed by the user to device maladaptation, and was guided through a factory reset without incident. Symptoms included elevated blood glucose. Outcomes included completion of troubleshooting and user education with no alerts or alarms reported and no clinical escalation. Investigation included technical support review and remote troubleshooting. Investigation of this case revealed that the device was operational and responsive to a factory reset, with no additional device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.